Event description:
Reportedly, the instrument gave an audible click in tightening, green was in window, double purstring was used. Instrument was fired, purstring was not released and the instrument jammed inside patient, investigation showed knife had only cut 2/3 of the circumference and had to manually cut ceea out.